Event description:
(B)(4). It was reported by the customer that the 98071 transfer bench middle seat has cracked. There is no reported patient injury.

Event description:
(B)(4). It was reported by the customer that the 98071 transfer bench middle seat has cracked. There is no reported patient injury.

Manufacturer narrative:
(B)(4). Follow-up #001. Initial pr #(B)(4) issued MFR. Report #1525712-2012-01877 indicating that the FDA registration number is (B)(4) for invacare (B)(4). The correct FDA registration number is (B)(4) for invacare distributed product. This is an imported product by invacare and device information from importers, should have been completed and not for manufacturers. Corrections have been made. (B)(4). No RMA has been initiated for this issue. Model 98071, serial number/date code unknown. The owner's manual part number 1148079 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model 98071, serial number/date code unknown. The owner's manual part number 1148079 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.